Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s lead exhibited low impedance, which, in turn, caused an auto polarity switch into unipolar mode resolving the impedance issue but causing both the relaying of noise and the patient to experience phrenic nerve stimulation. Programming changes were made to maintain bipolarity. The lead still has low impedance but there were no patient symptoms and the patient will continue to be monitored.